Event description:
"A registered nurse (rn) reported to customer service that the nitrile exam gloves were ripped when pulled out of the box. The blood went through the glove. There was no patient harm or adverse event reported." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).